Event description:
It was reported that pump displayed non-resettable malfunction alarm malf 24 with fault ID malf 24-0x2219, and no notable events occurred before malfunction. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged shipment of replacement pump with updated software, confirmed shipping details, provided instructions for storage mode and return of problematic pump, and advised customer to enter pump settings and reconnect continuous glucose monitor on receipt of replacement; customer understood and acknowledged all instructions and planned to return problematic pump after returning from travel.